Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the  patient is not getting a 50% reduction in symptoms. The caller said the device is giving the patient the sensation but not enough time to make it to the bathroom. The patient has urinated 9 times in 3 hours. The patient said they feel a jolt that causes them to pee and poop at the same time. Reviewed option to stay on current program or change programs. The caller was able to connect to the patient's settings and said they were on program 3 at 3.9. The patient said for the last 5 minutes it was very warm at the bottom left side of the perineum area. Reviewed decreasing stim if uncomfortable. The caller also said the last time the patient checked their symptoms was 2 weeks ago, and they were getting a 72% reduction. The caller said the patient's urine is milky. During the call, the patient said the stim sensation stopped, and then the patient urinated in their diaper. The patient was redirected to their healthcare provider to further address the issue. The caller said the eval and the first 2 weeks after the implant were great, and their next appointment is on (B)(6).